Manufacturer narrative:
Continuation of medical devices: product ID ddmc3d4, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018. Product ID 6935m62 lot# serial# (B)(4) implanted: (B)(6) 2018, explanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced pericardial tamponade post-implant due to perforation from the right atrial (ra) lead. Emer gency open heart repair occurred and the patient may be put on extracorporeal membrane oxygenation. The patients systems remains implanted. No further patient complications have been reported as a result of this event.